Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2010-05872. (B)(4) study. It was reported that during a carotid artery stenting treatment procedure the patient experienced a vessel spasm, no flow, low blood pressure, and thrombus formation. The target lesion was located in the left common carotid and internal carotid artery. Thrombus was present prior to treatment. The filterwire ez was deployed and the patient experienced low blood pressure related to a balloon dilation, vessel spasm following filterwire ez basket expansion, and no flow due to the spasm. The 10x24mm carotid wallstent was placed and microthrombus was noted. The patient was treated with thrombus aspiration and medication. The events were resolved nine days later. The investigator assessed the thrombus event as related to the carotid wallstent.

Event description:
Additional information received indicated no action was taken to treat the vessel spasm.